Manufacturer narrative:
Pinch tubing was installed on mar-2018 and has not been replaced. Instrument performance test results from 25-jul-2018 passed. A general reagent or instrument issue is not suspected. Based on the data provided, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for elecsys probnp ii immunoassay (probnp ii) on a cobas e 411 immunoassay analyzer. The initial result was 10.42 pg/ml. The repeat result was 6997 pg/ml. The result of 6997 pg/ml was believed to be correct. The erroneous result was not reported outside of the laboratory. There was no allegation that an adverse event occurred. The probnp ii reagent lot number was 315859. The expiration date was not provided. No issues were identified during a review of the customer's alarm trace, calibration or qc data.